Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware error. At the time of the call, dexcom technical support advised patient to reset device. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and failed because the universal serial bus (usb) interface is damaged. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.